Manufacturer narrative:
Zoll has not yet received the autopulse battery for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
As reported, the finger latch on the battery (sn: unknown) is broken. It is not known whether the issue was discovered while the battery was in the autopulse multi chemistry charger or autopulse platform. There is no known patient consequence reported.